Manufacturer narrative:
A replacement pump was sent to the customer. Multiple attempts to get additional information from the customer went unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to medela llc that the diaphragm on her pump in style advanced breast pump was detached and the pump was not working. She also stated that she had mastitis and was prescribed medication.